Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a year post filter deployment, computed tomography (CT)revealed there was an enormous thrombus in the suprarenal inferior vena cava, that also involved the hepatic portion of the inferior vena cava and caused some degree of compromise of hepatic venous outflow of the liver. The thrombus started at the cranial margin of the inferior vena cava filter. The inferior vena cava filter was well placed with the tip of the filter at the outflow of the renal veins. No thrombus below the inferior vena cava filter was seen. The thrombus does not extend into the right atrium. Therefore, the investigation is inconclusive for the alleged occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that enormous thrombus was present in suprarenal inferior vena cava. The current status of the patient is unknown.